Event description:
Essure coils implanted (B)(6) 2013, have had constant cramping in pelvic area since the implant day, very heavy periods with clots, frequent headaches, hair loss, bloating in lower stomach, anxiety/depression, developed cyst on right ovary.